Event description:
It was reported to philips that the heartstart xl + defibrillator took twice as long to analyze to produce a shock. There was no reported patient impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.